Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed loss of capture. The patient was in heart block and pace inhibition was noted. High thresholds and out of range high pace impedance measurements were also noted when the lead was repositioned in another location. When attempting to reposition the rv lead the helix did not extend or retract and insulation damage was noted on the rv lead. An x-ray did not show a dislodgment but a possible perforation was suspected. The lead was explanted and will be returned. It was noted that no perforation was confirmed. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the lead outer insulation was cut 38 cm from the is-1 end. The lead conductors appeared intact, and the damage was noted to be likely induced during the explant. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis could not confirm the other reported clinical observations.